Event description:
It was reported that stent dislodgement occurred. The stenosed target lesion was located in the left anterior descending (lad) artery. A 4.00x28mm promus element¿ drug-eluting stent was selected to treat the lesion. However, the stent dislodged and stuck inside the guide catheter. The physician took some actions which moved the dislodged stent into the brachial artery and deployed the dislodged stent at the brachial artery. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. A review of the device records found no issue with the stent profile or the profile of the balloon with all profile readings within product specification. A visual and tactile examination found no issues with the hypotube shaft profile. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the physician used a non-bsc guide wire to removed the dislodged stent which moved the dislodged stent into the brachial artery.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the physician used a non-bsc guide wire to removed the dislodged stent which moved the dislodged stent into the brachial artery.